Manufacturer narrative:
The aware date and implant date are estimated.

Event description:
It was reported that there was a device related thrombus. A left atrial appendage (laa) closure procedure was being performed. A watchman access system (was) was positioned and a 24mm watchman flx laa closure device & delivery system (wds) were used. The procedure was successfully competed with the closure device implanted in the laa of the patient. There were no complications that were reported to have occurred. The patient came in for their 1 year follow up transesophageal echocardiogram procedure. The imaging showed that there was a device related thrombus. The patient was put back on eliquis with a plan to have another tee performed in 30-60 days.